Event description:
The device was not working, details were not provided. Further information is being requested at this time.

Manufacturer narrative:
(B)(4). Late MDR is due to implementation of process improvement.